Event description:
---

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the memory revealed that the device reached elective replacement time (ert) on (B)(6) 2013, several days after the patient had died. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that this device met all specifications during testing.

Event description:
Boston scientific received information that the patient with this pacemaker had gone to their vehicle parked in the car park outside the home to retrieve his glasses. The patient was found approximately 10 minutes later face down on the ground. When the paramedics arrived, the patient was asystolic and was not breathing. While the patient was being brought to the hospital, cardiopulmonary resuscitation was administered but was unsuccessful. The patient was pronounced dead at the hospital. A communication from the cardiologist reported that the device was interrogated and found to be at elective replacement time (ert), but there was no evidence to suggest any pacing deficiency or lead issues. A review of the daily measurements revealed that the pacing threshold and impedance measurements in both the atrium and ventricle were in normal range. It was noted that during the last follow up in (B)(6) 2012, the device had an estimated longevity of more than 5 years. Since the device reached ert over one year later, the physician reported that the pacemaker was showing signs of power depletion and that it was possible that the patient¿s death was a result of a pacemaker related issue as the patient was very pacemaker dependent, with sensing in the atrium and close to 100% pacing in the ventricle. An autopsy was performed and the medical examiner listed the cause of death as hypertensive and atherosclerotic heart disease. The patient had critical coronary atherosclerosis, resulting in the narrowing of the right coronary artery by 50%. This patient also suffered from left ventricular hypertrophy, diabetes type ii, and adenocarcinoma of the lung that had been surgically removed previously. It was noted that the leads were appropriately positioned in the atrium and ventricle. It was also noted that a failure of pacing could not be completely excluded although was probably unlikely.

Event description:
Additional information was received that the patient had been in cold storage at the coroner's building. The device was then removed from the patient and interrogated, which is when ert was noted. In addition, the device would still have had the capability of sensing and pacing in the right ventricle at ert so the patient would have been provided pacing support. A follow up request for the return of the device was made to the field. The device was located and will be returned for laboratory analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.